Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries it could be confirmed that the device performed several warmstarts of the ventilation unit during the reported time of event. The log entries show that the warmstart was likely caused by the m16 hardware watchdog which indicates that the a faulty pba m16.2 was the root cause for the issue. In case of a deviation of the pba m16.2, the ventilation unit performs a warmstart with accompanying alarm in order to reset the system to a specified state. The restart sequence takes up to a maximum of 8 seconds and is accompanied by an audible alarm. During that time the safety valve remains opened to ambient allowing the patient for spontaneous breathing. After three ineffective reboots, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilation unit made a loud whistle sound and then restarted itself. There was no patient injury reported.